Event description:
It was reported that during a follow-up, an increase in rv pacing threshold was noted. The lead will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.